Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an opiate via an implanted pump. The indication for pump use was spinal pain. On 04-jul-2016 it was reported that the patient had a pump for approximately 10 years and in all that time had only missed one appointment. Her doctor always called at least 1 day before. On the day she missed her appointment she was called that afternoon and told to come in immediately which she did. She had not gotten a reminder call about her appointment. More importantly it was (B)(6) and the alarm date was (B)(6) and no alarm had gone off. The patient was in horrendous pain. She had called her provider and the on call doctor and nothing. The patient was wondering why the alarm did not function as it should. The patient prided herself on not taking more meds than she needed and worked through the pain or rested. She had dropped her son in (B)(6) (he drove) for an event and she drove home. It was a difficult day and was compounded by going to yard sale events earlier in the week so she was in bed. She did stretching and other things that she did to work through the pain without drugs and nothing was working. Finally she went ¿to the bolus and to a 5 mg oxycodone¿. It worked for a very short time but she waited crying until the 4 hours was up thinking it had never been this bad. She took another oxycodone and a bolus and it said it gave her one and she looked at the hand held bolus and saw in shock that her alarm date was (B)(6) and nothing went out which then explained her pain but it was a holiday weekend and she didn¿t know what to do as emergency rooms wouldn¿t have her medication and the doctor¿s office wasn¿t responding. The patient fell asleep and woke up a short time later freezing; ¿she was cold; not just feeling cold my skin was cold it was like I was outside in the snow¿. She checked her thermostat and it was 80 degrees in her house. All of a sudden her toes were on fire, followed by her feet and hands. Her legs and arms burned. Then she had ¿cprs¿ cramping and ¿muscle disfiguration¿ came on with a vengeance attacking both her hands and feet at the same time. This rarely happened. She was in horrible pain and did not know what to do. Per the patient, she had been in bed for a week (from yard sale visits) and noticed yesterday that she had the start of a bedsore on her bottom. ¿all of this and on top of it your machine up and decides the one and only time I came close to the pump alarm date the alarm does not go off. If it had, that would have been the second and I am sure I would have been able to contact my doctor. ¿why doesn't this work. I cannot stand this.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The date of onset of the event was (B)(6) 2016. The patient heard an ¿emergency alarm¿ and did not hear a low reservoir volume alarm. The ¿emergency alarm¿ was heard at the return visit. The cause of the low reservoir alarm not sounding was confusion on appointment dates. The pain was increased due to the patient being overactive. The patient¿s concern was more with the alarms not properly sounding. No diagnostics were performed. Intervention was the alarm was turned off and medication/intrathecal drug delivery. The patient returned on (B)(6) 2016 there was 0.4 mg/ml left in the pump.

Manufacturer narrative:
Device code (B)(4) no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.